Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred at the start of a routine hemodialysis treatment as the operator had inadvertently left the venous line clamped when entering treatment. Air bubbles were observed in the venous line after the clamp was opened. Approx 50cc of blood was discarded during air removal process. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to air in the venous line. The high venous pressure alarm is attributed to user error as the operator inadvertently left the venous line clamped when entering treatment. Air in the venous line after the clamp was opened was most likely due to air inadequately removed from the filter by the operator during priming of the cartridge. The cycler alarmed appropriately under both conditions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review the event with the operator. Nxstage medical considers this report closed. No additional info will be provided.